Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully deployed with both needles engaged with their respective cuff. The suture was fully free of the device and the link was detached from the posterior cuff. A detached link may appear to the user as a cuff miss and confirms the reported event. A possible, though unconfirmed, cause for the detached link may have been that during plunger withdrawal, when the suture is harvested and the suture ends are pulled through the distal end of the proximal guide, resistance to unrestricted suture movement through the device may have caused the link to detach or break. A link detachment can also be influenced by many other factors, including, but not limited to: manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). However, the supplied anatomical information likely negates anatomy as a possible cause. Based on the investigation findings, no cause was found for the identified link detachment from the posterior cuff and there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery after a carotid stenting procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.